Event description:
(B)(4). I have severe lower abdominal pain, my periods are excruciating and really heavy and I have soft ball sizes blood clots that come out while on my period I have muscle and joint pain , I have severe pain during and after intercourse, I have horrible migraines I have stabbing pains in my lower abdomen I have weight gain and I can't lose it. I have horrible pain everyday that makes it hard for me to function especially taking care of 2 small children.